Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 347 mg/dl and 53 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader (B)(4). Was returned and investigated. A visual inspection on the returned reader revealed no issues. Performed control solution testing and all results passed. No malfunction or product deficiency was identified. Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and issues were observed with the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed a source measurement unit (smu) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product reviewed and the dhrs indicated the product passed all tests prior to release. The device history records (dhrs) for the libre reader was reviewed and the dhrs indicated the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device mfg date) was updated based on the returned product download.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 347 mg/dl and 53 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.